Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie ejected during restock. A technical support specialist (tss) confirmed that following a server reboot, pyxis and all stations were not communicating. The issue had started approximately 30 minutes earlier, stations were in critical override and admit discharge transfer messages were not crossing. The tss accessed the server, verified services, ran downtime queries, and assigned the case to the interface (iest) team. An inbound call and requested an update, and escalation was requested due to patient care impact after one hour of downtime. Further review revealed the carefusion coordination engine service was stopped. The tss restarted the cce service, after which messages began crossing, draining, and processing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not communicating. A server reboot was performed, but the pyxis machines remained unable to communicate. The stations were in critical override mode, and adt information was not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.